Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
I am requesting a complaint number and return box for a davol drain that disconnected from the tubing on (B)(6) 2026. Additional information what was the medication/fluid in use at the time of the event? None describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Tracking for surgical site infection.

Manufacturer narrative:
Correction: cancel MDR MFR report # 2243072-2026-00054 this MDR is cancelled due to the incorrect manufacturing plant/business unit having been selected.

Event description:
No additional information.

Manufacturer narrative:
Correction: this MDR is being resubmitted for the assigned business unit urology and critical care. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by a customer that the davol wound drain was disconnected from the tubing occurred on (B)(6) 2026.